Event description:
Information received from the field notes oversensing of noise on the ventricular lead. The patient had not been exposed to an environment of electrical noise. The noise could not be reproduced clinically with pocket manipulation and arm movements. The ventricular sensing was programmed to 3.0 mv and the patient was sent home. The patient was not pacemaker dependent.

Event description:
It was reported that the cco value was incorrect "drifting output". No patient injury was reported.

Manufacturer narrative:
Final analysis found that the lead body insulation was damaged thru to the proximal coil and all five wires of the proximal coil were fractured due to subclavian crush.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received